Event description:
It was reported that prior to an unknown procedure, after the unit gets hot, the numbers disappear from the display and shows error code 1. There was no reported patient consequence and 1 device is returning.

Manufacturer narrative:
Based on analysis results, this complaint is now determined to be a MDR malfunction. The service center found that the unit gave an error code 1, generator error. The site replaced the main pcb to correct the complaint. The generator was serviced, they burned in, functionally tested, and was found to operate properly.